Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope angle has been hard and the tip does not straighten even when the angle lever is in neutral since the customer adjusted the angle last year. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the reported issues were not reproduced. The device evaluation found that there was foreign matter inside the nozzle. Additional findings include the following: there was a dent on the tip cover, there was a wrinkle near the connector side of the universal cord, and there were scratches on the lighting lens adhesion. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle appeared to be a onrganic silicon, presumed to be derived from a chemical agent such as an antifoaming agent but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was not device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. Olympus will continue to monitor field performance for this device.